Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). Fse was dispatched and on 18-nov-2015 re-loaded software with new version 5.23. After loading, turned off main power and turned back on to verify main board battery back-up. Main board has retained software. Customer ran qc (quality control) and patients with no errors. The most probable cause of the reported event was a software erased during power outage.

Event description:
On (B)(6) 2015, the customer reported a power failure in the lab with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.